Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer invacare tracer ex2 wheelchair, serial number (B)(6) that had reduced brake force. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).y